Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was displaying the "error 5" message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began on the afternoon of (B)(6) 2012. As part of his diabetes regimen, the patient claimed he is on insulin (type/dose not specified). At the time the alleged issue began, it is not known what action, if any, the patient took regarding his diabetes regimen. It was noted by the cca, that the patient experienced a "loss of concentration"; however it is not indicated if the alleged symptom occurred before or after the alleged issue began. On the onset of the alleged issue, the patient stated he self-treated with food/drink and was able to test his blood glucose with his other meter (onetouch ultra2) and obtained a reading of "38 mg/dl". At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, the test strips were in good condition, and the patient's process for testing was correct. The cca walked the patient through a blood retest. The alleged issue was resolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.